Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness, nose sore, lightheaded, dizzy, headache and sharp pains in ear. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.